Manufacturer narrative:
Information provided in b4, g6, h2, h11. Correction provided in h6 (type of investigation, investigation findings, and investigation conclusion). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. The root cause cannot be determined, as the returned samples were opened. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported no insulin flow when priming the pen needle. Lot: 3248269; catalog: 320555; date of event: unknown; samples: yes, cl.